Event description:
The customer reported to vyaire medical that the map (mean airway pressure) is not able to go above 14.6 on the 3100a ventilator and when it does a high pitch squealing sound starts.furthermore, there was no patient harm associated with the reported event.

Manufacturer narrative:
H3: 81 other ¿ the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer was unable reproduce the issue and was successful in passing the patient circuit test and verification without any problems. After about an hour of operation, if there are no problems, then the customer will send the unit back in for usage. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned.